Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. Additional testing performed: fluid pressure testing, simulated use testing, visual inspection, electrical evaluation and simulated use testing. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 08:26:02. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.